Manufacturer narrative:
Upon return of the implantable neurostimulator (ins) analysis found no significant anomalies. The ins battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant products: product ID 3888-45, lot # v343756, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3888-45; lot # v343756, implanted: (B)(6) 2009, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2009, product type extension. Analysis results were not available at the time of report. A supplemental report will be submitted once analysis results are available.

Event description:
The caller reports a loss of therapeutic effect. The patient's symptoms returned (B)(6) 2012. The patient was able to feel stimulation in the correct area but it was not providing him with the pain relief that it used to. The patient could not stand up straight and his pain level is back to what it was prior to the implant. The patient was reprogrammed about a year ago where the manufacturing representative split the setting attempting to cover the pain in his hip as well. In (B)(4) 2012 the manufacturing representative reprogrammed again. Caller stated in june manufacturing representative reprogrammed the device back to original settings. The patient reported no falls or trauma. Caller did report some heavier lifting. Pt had a cat scan around (B)(6) 2012 which confirmed the leads have not moved. Pt has tried programs a and b and is now on program c. Pt has tried adjusting stimulation up from 2.95 to 3.05 but is not getting good results on any of the programs. Pt has an appointment with the healthcare professional (hcp) in a week. Later the health care professional of the clinical study reported telemetry was not possible. The patient had not been using the device due to lack of efficacy. Device interrogation and device data was abnormal since they were unable to do telemetry. Clinical diagnosis was noted as loss of efficacy. Event was resolved without sequelae. Later information received from the healthcare professional (hcp) of a clinical study reported that the site suspended therapy on the same day that the event resolved due to the patient reporting a lack of efficacy. Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient choose not to recharge. They were unable to do telemetry. The device was removed. Relevant medical history included: chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.